Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro tissue welder would not power up. A replacement kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on june 17, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).